Manufacturer narrative:
It was reported that the patient underwent vaginal sling revision, urethrolysis, partial vaginectomy, and cystoscopy due to mesh complication, urinary incontinence, urinary urgency, voiding dysfunction, and dyspareunia on (B)(6) 2014 by (B)(6) md at (B)(6).

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.